Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited noise in the image during inspection for use. During the device evaluation, it was noted that the adhesive around the objective lens had peeled. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the objective lens was peeled. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.